Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to insulation damage. The medial subclavian vein access in the downs-syndrome patient was very tight. The physician tried to reposition the lead and the insulation started to unravel. There was a first rib/subclavian crush of the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.